Manufacturer narrative:
(B)(4).

Event description:
Received info reporting, the pt had her ins replaced due to possible defective battery. Pt had originally received good tremor control and was recharging the system every 5-6 days. She found it very easy to recharge the system. Pt began to notice less tremor control and having to charge the unit every day over several hours. Several adjustments were tried by the hcp but the problem continued. During device interrogation a short on her combination of 0+, 1- was noted. Another combination was tried with less tremor control. The "short" was noted to be intermittent. Hcp decided to do exploratory surgery and probable revision of the adaptor or extension. After testing the lead and extensions impedances were normal. The adaptor was replaced and still showed a short at 0+, 1-. Hcp decided to change out the ins, he was worried about having to do another surgery with pt's history of post op infections. This produced normal impedance values. Since that time pt has excellent tremor control, but complains of the length of time it takes to recharge and the ability to get good coupling. Pt was seen by hcp and battery site appears "smooth", no sign of extension wires covering the battery. Medtronic tech support has suggested several ways to improve coupling, but nothing has been successful. Medtronic rep is trying to set up an appointment with the pt to further evaluate the situation.